Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007: the patient underwent surgery for repair of a ventral hernia. A bard/davol ventralex hernia patch mesh, reference number 0010303, lot number darb0017 was implanted to repair the hernia defect. On (B)(6) 2015: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for repair of a ventral hernia. A bard/davol ventralex hernia patch mesh, reference number(B)(4), lot number darb0017 was implanted to repair the hernia defect. (B)(6) 2015: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: (B)(6) 2009 patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with the implant of ventralex mesh. Per operative notes, ¿some dense adhesions into the hernia sac were taken down. A ventralex hernia patch was used for repair and it was anchored in position.¿ (B)(6) 2015 patient was diagnosed with recurrent ventral hernia and umbilical hernia thereby underwent open repair with removal of ventralex mesh. Per operative notes, ¿the hernia sac was resected and adhesions to the peritoneum was separated. A ventralex mesh was balled up and it was removed. A partially absorbable mesh was cut in a round oval fashion and positioned behind the rectus muscle using sutures.¿ attorney alleged that the patient had mesh migration, mesh shrinkage, nerve damage, pain, hernia recurrence, mesh balled up and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. H11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 7 years 4 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence, adhesions, necrosis and fibrosis thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list adhesions as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum #1: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 7 years 4 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence, adhesions, necrosis and fibrosis thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list adhesions as a possible complication. Addendum #2: h11: this supplemental emdr is submitted to correct event description, 510(k) number and to update additional event information. Per medical records review, about 7 years 4 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence, adhesions, inflammation, necrosis thereby underwent repair with mesh removal. Per op notes, "a ventralex mesh was balled up and it was removed." Updated fields: b4, g3, g6, h2, h6, h10, h11 corrected fields: b5 (event description), g4 (PMA/510(k) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for repair of a ventral hernia. A bard/davol ventralex hernia patch mesh, reference number (B)(4), lot number darb0017 was implanted to repair the hernia defect. (B)(6) 2015: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with the implant of ventralex mesh. Per operative notes, ¿some dense adhesions into the hernia sac were taken down. A ventralex hernia patch was used for repair and it was anchored in position.¿ (B)(6) 2015 - patient was diagnosed with recurrent ventral hernia and umbilical hernia thereby underwent open repair with removal of ventralex mesh. Per operative notes, ¿the hernia sac was resected and adhesions to the peritoneum was separated. A ventralex mesh was balled up and it was removed. A synthetic mesh was cut in a round oval fashion and positioned behind the rectus muscle using sutures.¿ attorney alleges that the patient had mesh migration, mesh shrinkage, nerve damage, pain, hernia recurrence, mesh balled up and emotional injuries.